Manufacturer narrative:
Explant date is unknown. Approximate age of device ¿ 5 months. The event occurred at the (B)(6) university. Device evaluation: the explanted pump was returned for evaluation; however, the autopsy results were not provided. Upon disassembly of the returned pump, examination of the rotor found denatured, tissue-like thrombi in two of the rotor vanes, as well as acute, post-mortem blood. One of the thrombi showed a curved shape and layered structure, indicating it may have initially formed around the inlet bearing. Examination of the inlet stator found a small ring of tissue-like thrombus adhered to the inlet bearing cup. The thrombus was covered with an acute, post-mortem deposition of blood. The ring showed laminated layering, indicating that the thrombus formed over an undetermined amount of time while the pump was operating. The observed thrombi would have potentially contributed the reported elevated ldh levels. A correlation to the reported hemorrhagic stroke and patient outcome could not be conclusively determined. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient expired on (B)(6) 2016 due to hemorrhagic stroke. It was reported that the patient had a history of previously unreported hemorrhagic stroke and a craniotomy was performed on an unspecified date in (B)(6) 2016. Approximately one week prior to the patient's expiration, the patient underwent an operation to replace the skull bone. The patient's inr was decreased to 1.6 for the operation and post-operation the patient was bridged with heparin. On (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level increased to 2500 u/l, however, pump powers remained in the 6-7 w range. The patient's inr was 4 and no treatment was initiated at the time. A ramp study was performed with inconclusive results. It was reported that there were no significant changes in pump parameters. The patient's hemodynamic status suddenly changed and the patient complained of chest pain. The patient progressed into heart failure and cardiac arrest. It was reported that the patient suffered a second hemorrhagic stroke and went into a coma. Extracorporeal membrane oxygenation and percutaneous cardiopulmonary support was introduced; however, the patient passed away on (B)(6) 2016. No further information was provided.